Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report MFR. Report # 2124215-2023-70020). It was reported to boston scientific corporation that a percuflex urinary diversion stent set was used during a flexible ureteroscopy procedure to treat kidney stones in the urethra, bladder and ureter. The exact event date was not reported. During the procedure, when the device was inserted, the stent was found broken. The procedure was successfully completed with non-boston scientific device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to november 1, 2023, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.